Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, the terminal pin of this right ventricular (rv) lead was unable to be fully inserted into the header of a two different competitor devices. The procedure was called off and the next day, the rv lead was able to be inserted into the header of a boston scientific device. The rv lead remains implanted and in service. No additional adverse patient effects were reported.